Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in the ER after experiencing a syncopal episode. Upon device interrogation, atrial lead noise and a pacemaker-mediated tachycardia alert were observed. Programming changes were made. Patient condition was stable.